Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a swollen dso seal and a damaged battery compartment. The tamper seal was not broken. Review of the event history log (ehl) showed a downstream occlusion alarm. An accuracy test was performed and the reported issue was duplicated. The cause of the reported issue was due to a defective dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 and g4: 510k are unknown.

Event description:
It was reported that the pump exhibited an occlusion alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.